Event description:
On (B)(6) 2020 I started having difficulty breathing, cough and other flu-like symptoms, I have been tested twice for covid and been negative, I had chest x-ray and dr. Thinks it might be bronchitis. I have had antibiotics, inhalers, and I still cannot breath once I start talking. I have a tingling in my left leg and numbness that has been going on for months, my finger tips and feet are always cold and have been for over a year. Last year I had heart palpitations, and the year before that I had abdominal pain very bad and the doctor could not find a cause so they said it was ibs, I suffer from headaches, anxiety, sometimes I literally cannot swallow it takes a minute, and I am always tired. I am not sure if this is all related to bii or just coincidences. A couple of years ago my creatine level was off as well. So I am not sure what to do, but this difficulty breathing is really new and scary because the inhalers work for awhile and then they do not. I am not saying that bii is the cause of my problems but it appears that slowly all of the symptoms are appearing, I have not spoken to my doctor yet, so I am not claiming that my implants are the problem but just alerting that they might be. They feel really hard at times and tight and feel really uncomfortable. I have had them for 4 years. FDA safety report ID# (B)(4).